Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected status. A field service engineer (fse) plugged the station into an active network port, and connectivity to remote support service (rss) was restored. However, the server was not linking to the station, prompting escalation to the technical support specialist (tss). The tss restarted the data synchronization services, and the disconnected icon disappeared after a short period. The station successfully re-established communication with the server, confirming resolution of the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.